Manufacturer narrative:
Findings: evaluated 3 ransom seal reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows: connected to a new infusion set. Installed reservoir & connector into an insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarm. The customer¿s blood glucose level was 260 mg/d at the time of the incident. Customer is not able to troubleshoot at time of call. Unable to determine the cause of the issue. However, the customer's mother states that she believes the reservoirs are bad. The reservoir will be returned for analysis.